Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a priming anomaly from the insulin pump. The customer stated that the piston did not stop when in contact with the reservoir.

Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No prime fill anomaly noted. However, the insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.